Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed ua17 (max motor on time exceeded during active operation) error message" was confirmed during the functional testing and the archive data review. The root cause for the ua17 error message was due to the damaged drive train. The drive train was replaced to remedy the ua17 error. The reported complaint of "the autopulse platform (sn (B)(4)) powered off after displaying user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during the archive data review but not during the functional testing. The root cause for the reported issue was due to user error. Returned the drive shaft to home position to remedy the ua45 error. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The autopulse user guide instructs to clear ua45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Upon visual inspection, unrelated to the reported complaint, observed damage on the top cover, front enclosure, bottom enclosure and battery lock. The root cause for the physical damage was due to the wear and tear. The top cover, front enclosure, bottom enclosure and battery lock were replaced to remedy the damage. The autopulse platform is a reusable device and was manufactured in 2007 and is 11 years old, passed the expected service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. The autopulse platform failed initial functional testing due to ua17 error message. The archive data review showed occurrence of ua17 and ua45 error message on the reported complaint date. Unrelated to the reported complaint, noticed worn out belt clip retainer, monolithic plunger and front clutch gasket. The worn out parts were replaced to remedy the damage. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) powered off after displaying user advisory (ua) 45 (not at "home" position after power-on/restart) and ua17 (max motor on time exceeded during active operation) error messages. The crew attempted to do troubleshooting by reinserting the battery to clear the error messages, however, the error messages were unable to be cleared by the crew. Immediately the crew reverted to manual CPR and rosc was achieved. No patient consequences.